Event description:
The hosp reported that during an endoscopic vein harvesting procedure, five short port btt black inflation valves dislodged/popped. As a result, the balloons would not remain inflated. Replacement kits were used to complete the procedures. The hosp did not report any pt complications. These incidents occurred over the last three weeks and the exact date of events were not known. Since it is unk the date of event(s), the quantity used in each event, all five will be tracked under one case. This report is for the third device.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B)(4).